Event description:
Value analysis team working with medline and site to determine if the pad was used to reposition patient, as it is not for repositioning. Ripped during use. Medline anchor pad ripped while patient was under anesthesia during procedure. Item was disposed of. Manufacturer response for patient positioning pad, anchor pad (per site reporter).